Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. A device history review could not be performed since it is unknown what the device serial number was when the alleged event occurred.

Event description:
Medical records received (hospital discharge summary) on an unrelated customer experience indicates that the peritoneal dialysis patient was previously treated for peritonitis on an unknown date in 2017. Follow up with the patient's peritoneal dialysis nurse indicated that the patient's hospital discharge summary was likely incorrect and that the patient was not previously diagnosed or treated for peritonitis. There was no allegation of a malfunction during the patient's peritoneal dialysis treatments. Additional information was solicited.